Event description:
Caller states that the pt tested 6.4 inr on the coaguchek sys and 4.3 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed at a medical facility. Requested return of suspect system, however caller states strips are not available for return.